Manufacturer narrative:
H3: product analysis part#:5584111 lot# sw17l012 visual and optical examination identified that the tip of the screwdriver has been stripped and the threads are damaged, and it appe ars that the inner shaft has been disassembled from the stop locking pin being sheared. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was obtained from healthcare professional via manufacturer representative regarding a device being used for t12-s2 fusion procedure for the pre-operative diagnosis of t12-s2a1 scoliosis. It was stated that the screw insertion tip of the driver broke upon insertion of the s2ai screw. Patient did not experience any symptoms as a consequence of this event. No further complications were reported regarding this event.